Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: there appears to be thermal damage on the outer surface of the bipolar yaw pulley. The thermal damage to the yaw pulley has exposed part of the grip that would not normally be exposed. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the plastic below the tip of the maryland bipolar forceps instrument was observed to have been burnt during the case. The issue was identified after completion of the procedure. The patient was not harmed and no time was lost. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no arcing reported or observed during the procedure. Additionally, there was no report of the instrument colliding with an energy instrument. It was noted that the reported damage was not noticed during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. The instrument had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of the bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.